Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was changed, and after the user removed the ilet to charge and returned, glucose readings were absent on the ilet, consistent with signal loss between the cgm and the ilet. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms and no need for medical care. User support included guided troubleshooting and education, which covered toggling the cgm setting and re-pairing the cgm to the ilet, after which the user was advised to monitor and call back if reconnection failed. Investigation of this case revealed that the issue aligned with a connectivity or pairing interruption between the dexcom g7 and the ilet following device charging, with no evidence of hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device disconnection and subsequent pairing interruption.